Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricular lead experienced a sudden rise in threshold in (B)(6) 2018. An unspecified impedance issue was also noted. On (B)(6) 2018 the patient presented for a laser lead extraction and the lead was replaced. No further information is available.